Event description:
This replacement trapease pvcf fem/jug 55cm csi sterile sheath was also popping out of the sterile packaging. The product replaced the complaint product in (B)(4) reported for the same issue. They are putting them in boxes almost twice their size and with very little packaging causing the product to bend during shipment. Both units look almost identical.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The trapease csi sterile sheath was popping out of the sterile packaging. A non sterile trapease 6f 55cm csi permanent vena cava filter and sterile 6f 68cm introduction kit components were received in its original packaging box. The outer box was opened and broken at label 'open other end' side. Compressed/crushed and deformed condition was found on the packaging outer box as well as puncture condition. Components of unit were received in two separated pouches. A non sterile pouch containing the csi and vessel dilator (non sterile since the stop cock was protruding csi pouch) and the sterile pouch containing the trapease sterile 6f 68cm introduction kit filter components. The csi pouches were found properly sealed, per visual analysis the trapease sterile 6f 68cm introduction kit filter components pouch was received with no damage. However, at a glance, the sealed pouch containing the non sterile trapease 6f 55cm csi permanent vena cava filter and vessel dilator was received with a puncture/torn damage. The outer shipping box was received with a puncture/torn at 29.0 cm and compressed/crushed from 33.0cm to 39.0 cm from label side. No more anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As additional investigation the tms catheters manufacturing process was reviewed and there were not tools, equipment or product handling that could cause compress/crush, torn or other type of damages on the tms catheters. Controls are in place to verify the thrombectomy system units for damages on inner pouch and outer box; the produced units are inspected 100 % before leaving the facility. Also, several inspections are performed through all the thrombectomy system assembly process operations. The complaints reported by the customer 'packaging/pouch/box- frayed/split/torn-inner package' and 'packaging/pouch/box- compromised sterility-sterile barrier breached' were confirmed due to the condition of product as received; since this event does not change the currently severity or occurrence rate for this issue, the complaint was referenced to previously opened risk assessment to evaluate the risk and address this issue.